Manufacturer narrative:
H6: code b20: the devices remain implanted and images were not provided. Therefore, direct product analysis is not possible. The information was reported to gore from the aaa-1701 study database. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted; therefore, was not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. The cause could not be established with the available information; therefore, this investigation is complete. The gore® viabahn® vbx balloon expandable endoprosthesis IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this 77-year-old age male patient underwent an endovascular percutaneous and cut-down procedure for an thoracoabdominal aortic aneurysm involving the visceral vessels. A tambe device was planned for this patient. The right renal artery was treated with a gore® viabahn® vbx balloon expandable endoprosthesis device. The patient was treated with multiple devices; all tambe system components were successfully tracked from the access site to the intended implantation site and released from delivery catheters successfully. On (B)(6) 2024, the patient was noted to have right renal artery stenosis. It was found on surveillance imaging, the right renal artery at the distal end of his right renal artery stent, had 90% stenosis. This lesion threatened to the patency of the right renal artery as well as putting the patient at risk for right renal artery infarction. On (B)(6) 2025, the patient was brought in for stent pta of the severe lesion. Angiography demonstrated critical stenosis of the right renal artery just distal to the previously placed stent. Following extension with a new stent the stenosis was resolved and there was excellent flow into the kidney. He was discharge on the same day, (B)(6) 2025.